Event description:
It was reported that when product was received, two boxes were broken. Hospital refused shipment.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.